Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the battery compartment and intermittent power to the pump. The reporter denied damage to the battery cap or moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed evidence of power reset events on (B)(6) 2014. The battery compartment was observed to be cracked from the threads to the bumper pad. The returned battery cap was observed to have stripped threads and could not be fully fastened to the pump. Power reset events were duplicated during testing with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions being duplicated during that time. The pump cover was removed and no damage to the power circuit or evidence of internal moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.